Event description:
It was reported that balloon rupture occurred. A 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications nor injuries were reported.